Manufacturer narrative:
The device was rec'd by depuy synthes power tools. The device was evaluated and the reported condition of "heating up" was confirmed. The reported condition of "tip of burr looks broken" could not be confirmed. If add'l info is rec'd, a supplemental report will be sent. (B)(4).

Event description:
Report rec'd from USA stating that the device was "heating up and that the tip of burr looks broken. The device was not being used during surgery. No pt or user injuries were reported. There was no add'l info provided.